Event description:
No additional information

Manufacturer narrative:
It was reported by the customer that there is air in the infusion line. One photo was provided for quality evaluation. Investigation of the photo shows that there is air in the infusion line. The customer complaint of air-in-line was confirmed. A root cause could not be determined because a physical sample was not provided for investigation. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set had air. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that ¿striping¿ of air and fluid which is typical if a negative pressure (vacuum) has developed. Because it is happening immediately after starting the infusion, I don¿t think that is the issue. More likely a priming/connection issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.